Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79 year old female undergoing support with an impella cp for an acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and presenting pre support as scai stage d developed limb ischemia during the procedure. The impella was inserted percutaneously via the right axillary/subclavian artery. During or immediately after insertion, the patient experienced loss of distal pulses, prompting evaluation for limb ischemia. The investigation determined that the event of limb ischemia was associated with patient specific factors, including small vessel size and peripheral vascular disease, rather than a device malfunction. The ischemia resolved following thrombectomy and flow restoration efforts, but not solely with device removal. The device evaluation could not be performed as no device will be returned. No device related failure was confirmed. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The investigation was completed. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.